Manufacturer narrative:
B: added malfunction. D6a and d6b: updated implant and explant information. D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella pump experienced a purge cassette leak. The patient expired on impella support.

Manufacturer narrative:
A2, a4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Updated. The investigation is still ongoing.